Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the backplane. The system was tested and operates as intended.

Event description:
The customer reported that after fluoroscopy, the 9800 system displayed a battery charger error message. No pt injury was reported.